Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. Initially the physician attempted to use a suction catheter on the 99% stenosed lesion located in the extremely tortuous and calcified proximal to distal right coronary artery (rca), but the suction catheter kinked upon delivery to the lesion. Angioplasty was then performed several times, unknown type and size balloon. The physician then attempted to place a liberte 4.0x32mm bare metal stent, but was unable to cross the lesion and the stent became dislodged. The stent was retrieved successfully with a snare. The physician then attempted crossing the lesion with a non bsc stent, but was still unable to cross the lesion. The procedure was concluded at this point. No patient complications occurred. Patient status post procedure is noted as good.